Event description:
Device was used during a low anterior resection procedure. The anastomsis was disrupted during removal of the device. A second anastomsis was not possible and a colostomy was performed. The hosp has reported the pt's condition is satisfactory.